Event description:
As reported by our affiliates in mexico, this was a case with a 23mm sapien 3 valve in aortic position. The valve was implanted in the intended position. One year and three months post-procedure, the patient suffered chest pain and fatigue when severe paravalvular leak was detected. It was decided to post-dilate with a balloon aortic valvuloplasty (bav) balloon by transfemoral approach and, although the paravalvular leak disappeared, severe central regurgitation appeared. Therefore, a valve-in-valve with a second 23mm sapien 3 valve was successfully performed with no issue. The patient was stable.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The device was not returned for evaluation as it remains implanted. Imagery was provided and revealed the following relevant observations: paravalvular leak could not be confirmed. The post-dilation appeared using the oversized balloon or non-ew device. Central regurgitation was observed after post-dilatation, and the valve appeared over expanded. The complaint for valve central regurgitation was confirmed based on provided imagery. A review of the device history record and lot history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the instructions for use/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, oversized of non-ew device was used for post-dilation, which could overinflate and increase in valve diameter, leading to improper valve leaflets coaptation, resulting in central regurgitation. Additionally, it is recommended to use the same delivery system for the post-dilation. As such, available information suggests that procedural factors (post-dilation with non-ew device) may have contributed to the central regurgitation. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Additionally, during the investigation the root cause of this event was asked but it was indeterminable by the physician. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Updated sections b5 and h6- clinical codes. Imaging evaluation was completed. In summary, it is not possible to confirm whether a paravalvular leak existed prior to the procedure or whether the valvuloplasty contributed to or created the significant regurgitation due to tearing forces as the post-dilatation balloon was ejected. Investigation is ongoing.

Event description:
As reported by our affiliates in mexico, this was a case with a 23mm sapien 3 valve in aortic position. The valve was implanted in the intended position. One year and three months post-procedure, the patient suffered heart failure, chest pain, and fatigue when severe paravalvular leak was detected. It was decided to post-dilate with a balloon aortic valvuloplasty (bav) balloon by transfemoral approach and, although the paravalvular leak disappeared, severe central regurgitation appeared. Therefore, a valve-in-valve with a second 23mm sapien 3 valve was successfully performed with no issue. The patient was stable.